Manufacturer narrative:
Lens was returned dry, in lens vial. Visual inspection found that a haptic was torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 13.2mm, micl13.2, -5.0 diopter, implantable collamer lens, was implanted into the patients left eye (os) but would not open up/ unable to unfold once implanted. The lens was removed and retried at least four times, used other lens. No patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.